Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 1/6/2022, it was reported by a sales representative via email that (3) ar-3638 knotless fibertak pulled out of implantation site. This was discovered during a labral repair procedure on (B)(6) 2022. After the setting the fibertak anchor correctly, surgeon passed the repair stitch through the knotless tension mechanism, the whole anchor pulled out. This occurred a total of three time. Surgeon was able to complete case using another anchor without further issues. Additional information received 1/7/2022: surgeon opened a new bone socked and used ar-3638 and ar-1923bc to complete procedure without further issues.